Manufacturer narrative:
Additional, changed, and/ or corrected data: d6a.

Event description:
Patient reported left side rupture, and "explantation for bia-alcl." Healthcare professional reported left side rupture, "breast encapsulation and baker iii pain site", "radial folds", and "liquid inclusions in between". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade iii.

Event description:
Patient reported left side rupture, and "explantation for bia-alcl." Healthcare professional reported left side rupture, "breast encapsulation and baker iii pain site", "radial folds", and "liquid inclusions in between". Device remains implanted.